Event description:
A us distributor contacted zoll to report that a patient developed an open wound on their back from the lifevest equipment. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. The patient had a bandage placed over the skin irritation. The patient¿s physician advised removal of the lifevest due to the irritation. Follow up indicated that the wound improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.